Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user newly connected to the ilet experienced hyperglycemia while the device was adapting, noted by a highest blood glucose of 325 mg/dl for approximately 2 to 3 hours, with no alerts or alarms reported and no back-up therapy or ketone testing used. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention and no hospitalization. Troubleshooting and education were completed with the user and glucose returned to range. Investigation included complaint handling and user coaching. Investigation of this case revealed an unclear cause of hyperglycemia. It was concluded that the event was non-serious with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.